Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2017, with blood glucose of 25 mg/dl at the time of the incident. The customer was hospitalized for 3 days. The customer disconnected from the pump to take a shower, and she reported a light flashing on the monitor. The customer manually injected 8 units of insulin and overdosed. The customer was given intravenous glucose to treat. The customer experienced symptoms such as loss of consciousness and going into a coma. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was not completed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided were incorrect with the initial report. The correct information has been provided with this report.